Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with approximately 300 units of cold insulin. After the delivery of approximately 10 units of insulin, the insulin gauge remained static at 185 units. There was no impact to the customer's blood glucose level. Recommendation was made to fill the cartridge with room temperature insulin per labeling instructions. During a follow-up call on (B)(6) 2017, the customer confirmed that the insulin gauge began to decrease at a normal rate.